Manufacturer narrative:
No fsca number can be provided as model number is unknown. Please note: the source of this event was obtained from a literature review journal titled as follows: a simplified method of lead snaring to facilitate a tandem approach for long-dwelling transvenous lead extractions heart rhythm society; (B)(6). ¿UDI is not available as product information was not provided due to the nature of the source document - a literature review article as listed above.

Event description:
It was reported that a lead exhibited externalized conductors and lead damage noted. The lead was removed, although a thrombosis was noted due to the lead damage during explant. No additional information was reported.